Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 05575, was returned and analyzed. Visual inspection of the sheath showed the shaft kinked and twisted at 2.2cm from the tip of the shaft and there was another kink at 7 inches from the tip of the shaft. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the sheath subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.